Event description:
Boston scientific received information that this right ventricular (rv) lead was noted to have perforated the myocardium at post-implant follow-up. A revision procedure was performed wherein the lead was repositioned without consequence to the patient. There were no reported patient symptoms prior to or after the revision. The physician commented that they may have advanced the lead too firmly at implant. No additional adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.